Event description:
Hamilton medical ventilator (galileo) began making unusual hissing sound while in use on pt. Ventilator immediately changed out. Upon inspection by clinical equipment tech, it was noted that a set screw on the over pressure valve had backed out completely. MFR notified.